Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead impedance varied from 200 to 2000 ohms. The atrial lead alert warning was cleared and the lead remains in use at this time. No patient complications were reported as a result of this event.